Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the smart device displayed an error message for premature countdown. Data was provided for evaluation. Data review could not confirm the reported event of premature countdown. A probable cause could not be determined post investigation. This complaint is reportable based on the finding of permanent loss of connection. No product was provided for evaluation. No additional patient or event information is available.